Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device's display going black, alarming and becoming inoperative could not be confirmed. Ventec did observe in the device logs that it had alarmed due to the ac power source being removed and reconnected twice, activating the battery use alarms, as well as alarms for patient circuit disconnect; however those alarms would not have rendered the device inoperable or caused the display to go black. Ventec was also not able to reproduce any abnormal results while investigating the missing (black) display. All connections were solid, so it is possible that the user accidentally pressed the "night mode" icon when using the device which darkened the display. Proper device operation was confirmed through functional and performance testing. The cause of the reported issues could not be conclusively determined.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device's display unexpectedly went black. When the device was powered back on, the device alarmed. In this state, the device would likely be inoperative. There was no patient involvement associated with the reported event.